Event description:
It was reported that the pt experienced overstimulation, stimulation in the wrong location, hurting in her head from stimulation, a stiff right lip, and vomiting. The pt also experienced nausea and dizziness while using a computer. The pt was scheduled to meet with her physician to address possible reprogramming needs. At the time of this report, the pt's condition was considered "fair". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)